Event description:
It was reported that during preventive maintenance, a water leak was observed, the vsb was exposed and there was smoke as well. There was no patient involvement.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse noticed that water leaked out of the reservoir and ran into the lower part of the laser. The fse tested the laser console after the preventive maintenance and noticed that the water that leaked out shorted the voltage select board (vsb). A replacement vsb was installed, however, the console would not turn on. It was determined that this laser console was not repairable in the field. The vsb returned and upon receipt, visual inspection identified burnt components, and the underside solder parts were damaged. Based on the analysis results, the reported event is confirmed. It is likely that a crack in the plastic lead to a water leak in the cooling system, which caused the fluid leak and smoking. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preventive maintenance, a water leak was observed, the voltage select board (vsb) was exposed and there was smoke as well. Additional information received indicated that the field service engineer (fse) accidentally spilled water on the vsb board, causing the console to smoke. There was no patient involvement.

Event description:
It was reported that during preventive maintenance, a water leak was observed, the vsb was exposed and there was smoke as well. There was no patient involvement.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse noticed that water leaked out of the reservoir and ran into the lower part of the laser. The fse tested the laser console after the preventive maintenance and noticed that the water that leaked out shorted the voltage select board (vsb). A replacement vsb was installed, however, the console would not turn on. It was determined that this laser console was not repairable in the field. The vsb returned and upon receipt, visual inspection identified burnt components, and the underside solder parts were damaged. Based on the analysis results, the reported event is confirmed. It is likely that a crack in the plastic lead to a water leak in the cooling system, which caused the fluid leak and smoking. A conclusion code of cause traced to component failure was assigned to this investigation.